Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met, the impedance of the right ventricular defibrillation coil was below the expected lower range, and the impedance of the right ventricular pacing lead was below the expected lower range. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was admitted to the critical care unit following prolonged arrhythmic arrest that required external defibrillation. The implantable cardioverter defibrillator (ICD) was interrogated which showed six shocks had been delivered for an episode detected in the fast ventricular tachycardia (fvt) zone, and review of the episode showed no high-voltage energy was delivered for all six high-voltage shocks. Review of the episode data indicated that short circuit protection (scp) was triggered for all six high-voltage therapies, resulting in no high-voltage energy being delivered rather than the programmed high-voltage energy. Review of historical data from the ICD also showed that scp was previously triggered for the last high-voltage therapy ten months prior, and a subsequent drop in pacing impedance across all pathways was observed following the previous scp event, triggering an alert for low out of range (oor) impedance. The historical device data showed that the day after the scp event from 10 months ago, an interrogation had been performed where the ICD software was updated and pacing impedance across all pathways returned to normal values, and indicated the drop in pacing impedance was false. Further review of the historical ICD data showed no evidence of a right ventric ular (rv) lead integrity issue that would cause scp to be triggered, however evidence of ventricular oversensing was noted on stored electrograms (egm). Device detections were programmed off until a device changeout could be performed. During the changeout procedure, lead testing was done which showed no artifacts or significant changes in impedance. The ICD was explanted and replaced, and the rv lead remains in use with the new device. No further patient complications have been reported as a result of this event.